Event description:
Healthcare professional reported, a right side rupture. Healthcare professional, later reported, right side capsular contracture, baker grade 4. Breast scar and contour deformities. Rupture was not reported in the op report. An intact silicone gel implant was removed. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional later reported right side capsular contracture, baker grade 4, breast scar and contour deformities. Rupture was not reported in the op report. An intact silicone gel implant was removed. The device has been explanted.